Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it is reported that after atherectomy of left sfa was successfully performed, physician attempted to remove turbohawk back through sheath for cleaning, following sfa atherectomy. The device hung up on wire within sheath. No patient injury is reported. Evaluation summary: the turbohawk device was received for evaluation . The turbohawk torque shaft was threaded through the guide sheath but the guidewire was separate from the other devices. The distal tip assembly was separated at the hinge. Both hinge pins were present but one was essentially folded over deforming the housing wall while the other pin was relatively undamaged. The guidewire lumen was torn longitudinally from the proximal edge to the distal end of the main body immediately proximal to the rotating tip. Part of the lumen shaft was peeling away from the tip assembly body but did not slough off (no missing material). There was green debris wedged in the guidewire lumen at the rotating tip.